Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage was found on the keypad traces. No sticking buttons, jumping numbers, ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump has minor scratched display window, cracked case at display window corners, broken on reservoir tube lip, missing o ring in reservoir tube, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker.

Event description:
Customer reported that the buttons on the insulin pump started sticking aweek ago and then the buttons were not responding. Customer would press the button and the numbers would jump. Blood glucose value is 240 mg/dl. Nothing further reported.